Manufacturer narrative:
Device passed the displacement test, sleep current measurement, self test and active current measurement. All currents within specific range. Device was monitored and no unexpected power loss or any battery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had hyperglycemia. Blood glucose level was 25 mmol/l at morning. Insulin pump was apparently went dead all night and only on when she was waking up at morning. Customer went through the notifications and completed self test and it was pass. Customer noticed that the auto mode stopped and started again. Insulin pump will be returned for analysis.